Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that while doing a cataract procedure, the tip of the cannula for the stromal hydration popped off and went into the anterior chamber. The patient was seen by a retina specialist who did some laser prophylactically but did not see any retinal tears or detachments. There was no patient harm.